Event description:
The user facility reported a 54-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support developed sepsis and passed away. It is unknown if the impella caused/contributed to the infection.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Manufacturer narrative:
The investigation for sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05458. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8- should have been left blank. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.